Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference numbers 3006705815-2020-31386, 1627487-2020-31363. It was reported that the patient experienced ineffective stimulation. Patient unable to recall when ineffective stimulation began. System was subsequently explanted with no complications noted during the procedure.